Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Visual summary analysis of the lead indicated apparent explant damage. Rv lead integrity warning occurred on (B)(6) 2016. Rv bipolar lead impedance warning on (B)(6) 2016 for impedance >3000 ohms. The 4 v-sic between (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for increased impedance to high levels and noise. Impedances fluctuations and spikes were also noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.